Event description:
It was reported that this right atrial lead was exhibiting high out of range pacing impedance measurements. A lead fracture was suspected, the patient was requested to visit the hospital and a medical check was scheduled. After medical revision a reprogram of the device was performed. The device remains in service. No further adverse effects were reported.

Event description:
It was reported that this right atrial lead was exhibiting high out of range pacing impedance measurements. A lead fracture was suspected, the patient was requested to visit the hospital and a medical check was scheduled. After medical revision a reprogram of the device was performed. The device remains in service. No further adverse effects were reported.